Event description:
It was reported that the lead exhibited noise causing pacing inhibition. During the explant procedure, once the new lead was connected to the header in post connection testing, rv channel oversensing was observed. The physician decided to explant the device. The device and lead were explanted and replaced successfully. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts